Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received impactor was found to be broken around the junction where metallic handle connects with the impactor head. The device has been subjected to quite a high non-axial impaction as a result of which the impactor head got separated around the junction. The breakage indicates towards a sudden breakage without any debris. The fracture surface shows deformation and waves indicating towards high impact force. Note that this is a device which gets subjected to consistent impact forces due to which the device has finally given up. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The manner of breakage and fracture pattern indicates towards application of high impact forces. The device is meant for only gentle hammering. The op-tech clearly warns the user that: ¿note: use gentle hammering only ¿ otherwise the impactor may be destroyed.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "omega 3 plate impactor failed during impaction of plate. It has failed by way of breakage just below holes of the plastic section above where it screws into the metal impactor, this was during its use to seat the plate on the bone."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "omega 3 plate impactor failed during impaction of plate. It has failed by way of breakage just below holes of the plastic section above where it screws into the metal impactor, this was during its use to seat the plate on the bone."